Manufacturer narrative:
Lead model 3998-20 lot# unknown implanted: unknown explanted: na, lead model 3998-20 lot# unknown implanted: unknown explanted: na, extension model 37082-40 serial# unknown implanted: unknown explanted: na.

Event description:
It was reported that the patient charged his device on (B)(6) and three days later it was completely empty. Impedances were measured on (B)(6) and found the impedance on electrode pair #0 and #3 was below 50 ohms. All other pairs were within normal range. The patient was recharging his device every three days, even though energy consumption was not so high, and noted the problem began a week ago. The patient originally had stimulation in both legs, but after the event had stimulation in only one leg, leading to a return of pain. He had no stimulation when using program a1, in which electrodes #0 and #3 were active. Electrodes #0 and #3 were deactivated. There was no patient injury, and it was reported that the patient seemed to be content.